Event description:
Device 2 of 3. Reference MFR. Report#: 1627487-2019-06171. Reference MFR. Report#: 1627487-2019-06173.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The patient has 2 scs systems. This report is regarding the patient's cervical system. Device 2 of 3. Reference MFR. Report#: 1627487-2019-06171; reference MFR. Report#: 1627487-2019-06173. It was reported the patient received ineffective therapy from the cervical scs system. As such, the patient underwent surgical intervention wherein the system was removed.